Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump keypad buttons were not sensitive. No harm requiring medical intervention was reported. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump received with intermittent button response due to flattened bolus, esc, act and up button dome switch (creased). No button error alarm during testing. No unlocked j2/lcd keypad. Pump passed displacement test and self test. Pump history download using thds was successful. However, there is no data available on (B)(6) 2021), unable to perform data analysis for button error alarm complaint. The following were noted during visual inspection: cracked belt clip slot and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. No button error alarm during testing. However, intermittent button response was confirmed due to flattened bolus, esc, act and up button dome switch (creased). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.